Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
The event was reported in lieu of analysis results. Analysis of the echelon-10 micro catheter (lot no. B069337) found that the distal tip was pre-shaped. The echelon-10 micro catheter distal tip was found to be separated. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Approximately 2.0mm of the distal tip and marker band were found missing. No damage was found with the catheter body. No issues or irregularities were found with the echelon-10 micro catheter hub. No other anomalies were observed. The total length of the echelon-10 micro catheter was measured to be within specifications. Based on the device analysis and reported information, the customer¿s report of ¿catheter crushed¿ was confirmed as a portion of the distal tip and marker band were found missing. However, the cause for the separation could not be determined. It's possible the damage occurred during the catheter tip shaping. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. There is no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the shaping needle was inserted into the tip of the microcatheter, the tip of the microcatheter was crushed in the distal location. There were no issues identified that contributed to the damage, and there was no resistance experienced when inserting the shaping needle. A replacement catheter was used in the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an intracranial aneurysm. It was noted the patient's vessel tortuosity was normal.